Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 110-120 mg/dl. Reportedly, the customer attempted to reload the cartridge or replace the cartridge to resolve the issue. Customer alleged that the occlusions were being caused by the cartridge not fitting completely flesh with the pump. Customer alleged that a space remained where the cartridge engages with the pump. Tandem technical support verified that the customer was able to load the cartridge and did not get any additional alarms or alerts. Customer maintained allegation that the cartridge not sitting completely flesh with pump was the cause of the occlusions and declined to further troubleshoot with tandem technical support.